Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first functionally tested and no issue was found with it's steering or maneuvering capabilities. They then tested the path of current flow through the catheter and the device was within specification for the continuity testing, however, during further electrical testing noise was present. During visual inspection for the cause of the noise they found foreign material around the mini electrodes. When an irrigation flow test was conducted the device failed and the same foreign matter was found in the irrigation holes at the catheter's tip. Investigation confirmed the allegation in the complaint as noise was present during testing. In addition the device failed irrigation testing and foreign material was found on the tip which may impact the efficacy of the catheter's irrigation system.

Event description:
Reportable based on analysis completed on 14 jun 2022 it was reported that during an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated catheter they encountered noise. They noted that noise occurred when ever the catheter was deflected. They exchanged the catheter and were able to complete the procedure without patient complications. The catheter was received for analysis at boston scientific's post market laboratory where foreign material was found on the tip of the catheter and around the irrigation holes.